Event description:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss with exam room 4 as well as displaying "fan speed low" error message.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at south georgia med. Ctr. Reported the cns-6201a (pu-621ra sn: (B)(4) was having "communication loss" and "low threshold breach" error messages. Customer was also having issues admitting on the telemeter devices. Service requested troubleshooting/assistance. Service performed customer was advised to clean the unit out and was provided information to replace the fan: part # 900000609 4 cpu fan, pu-621ra 325.00 the communication loss was rectified by resetting a switch in the comm closet, and the low fan speed was rectified by replacing the fan in the cpu. Investigation result the cns warranty began 01/29/15. Review of device sap history found previously reported issue with the fan: notification 300177305 reported three weeks prior on 07/22/19. Customer reported unit was locked and displayed error message "fan lower threshold breached - 1086 rmps". Customer was advised to send the unit to nka for repair however the unit was not returned. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the power fan and processing unit fan. In particular, fan operation should be checked through procedures outlined on section 5.3 of the service manual, and internal sensor, fan, and hard drive condition should be checked through procedures outlined on section 5.12 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Unit has no history of nka repairs/servicing. The unit displayed error message notifying user of issues with both the fan and communication loss. Failure of the fan leading to overheating of internal components caused the unit to become unable to function as expected. Issue was resolved upon replacing the cpu fan. Due to the lack of maintenance history available, the root cause of the fan failure could not be confirmed. Approximate age of the unit was 4 years. The communication loss was a separate issue and found to be caused by the network switch, which was reset to resolve the issue. Unit has no history of communication loss issues. Investigation conclusion: failure of the fan leading to overheating of internal components caused the unit to become unable to function as expected. Issue was resolved upon replacing the cpu fan. Due to the lack of maintenance history available, the root cause of the fan failure could not be confirmed. Approximate age of the unit was 4 years. The communication loss was a separate issue and found to be caused by the network switch, which was reset to resolve the issue. Unit has no history of communication loss issues.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss with exam room 4 as well as displaying "fan speed low" error message. No patient harm or injury has been reported nk ts agent advised the customer to replace the fan and clean out the cns. Nk ts also advised that if the communication loss is still there when they replace the fan, nk ts will need to start layer 1 troubleshooting. Currently waiting to hear back from the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Additional model information. The bsm device was used in conjunction with the cns, but was not the device that experienced failure. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: bsm - model: ni. S/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss with exam room 4 as well as displaying "fan speed low" error message.